Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/3/4 olif due to l3 compression fracture. It was reported that the cage was attached to the inserter, but it could not be connected idling as the screw was stripped, so it was replaced with another one. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
A: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan h3: device evaluation summary: product analysis #(B)(4): part # 4922455 visual and optical inspection revealed the threads of the screw have been stripped. Optical inspection also revealed an indentation where the inserter was attached and over tightened. The damage appears to from torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.